Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cardiac resynchronization therapy defibrillator (crt-d) changeout procedure for normal battery depletion (nbd), this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms when connected with the new crt-d. The rv lead was surgically abandoned and replaced with a different lead model. Subsequently, the new crt-d was replaced with a different crt-d model for lead-to-header compatibility. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cardiac resynchronization therapy defibrillator (crt-d) change-out procedure for normal battery depletion (nbd), this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms when connected with the new crt-d. The rv lead was surgically abandoned and replaced with a different lead model. Subsequently, the new crt-d was replaced with a different crt-d model for lead-to-header compatibility. No additional adverse patient effects were reported. Additional information received reported that the cause of the out-of-range impedance measurements was not determined. However, lead testing with the psa was noted to reveal similar results. All connections were checked. No additional adverse patient effects were reported.